Event description:
The medical surveillance specialist (mss) contacted the lay-user/patient on (B)(6) 2010. However, the patient was not inclined to provide more information. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart meter is reverting into the setup mode. The patient's diabetes is managed with oral medication. The product issue began on (B)(6) 2010 at 5 pm. By 5:30 pm, the patient managed his diabetes with more food/drink. Reportedly, her symptoms of "shaking, sweating, and lightheaded" began at around 8 pm. There was no allegation of treatment for severe hypoglycemia or hyperglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the product issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reported had symptoms that can be suggestive of hypoglycemia 3 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.